Event description:
On may 13th, the user contacted dario to report inconsistent blood glucose (bg) readings.the user reported receiving from her dario meter bg readings of 98 mg/dl, 148 mg/dl, and 150 mg/dl , all within several minutes.

Manufacturer narrative:
After dario's representative spoke with the user, it was decided to send a replacement of dario's strips and control solution to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user, who reported that she performed the control solution test, and both levels were in range. In addition, the user reported that her bg readings are now consistent with the new dario strips and are reading in the 120mg/dl range, which the user says in normal range for her. The inconsistent bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.